Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead had dislodged one day post-implant as a result of the lead being too short for the patients anatomy. The lead was explanted and replaced.